Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this lead exhibited noise. While no inappropriate therapy resulted, the physician elected to surgically intervene and replace the lead. Extraction of the lead was not possible; another high voltage lead was implanted without incident. No resulting adverse patient effects were reported.